Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. As the complaint product sample was disinfected and prepared for analysis, two leaks were found in the cassette film. During the visual inspection under the microscope, it was observed that the cassette film had two pin holes in it. After further inspection, no other issues were found in the remaining components of the set. The reported issue was confirmed during the evaluation. This kind of damage could have the following causes: ¿ pump door is sharp per closes unexpectedly during set up. ¿ stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. ¿ finishing problem due to a sharp point created or cassette damaged mechanically. ¿ shipping or transportation damages the product. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The alleged event was confirmed with complaint product evaluation; however, it is not possible to determine the actual cause of the defect.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the bottom of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 4 of treatment and the treatment was cancelled. The patient removed the supplies. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient found moisture within the pump module the next day and wiped the inside of the cycler with a sterile wipe. The patient is now continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the bottom of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 4 of treatment and the treatment was cancelled. The patient removed the supplies. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient found moisture within the pump module the next day and wiped the inside of the cycler with a sterile wipe. The patient is now continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.